Manufacturer narrative:
The pump was unable to prime during the prime test due to a protruded drive support disk. No alarms were noted. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip.

Event description:
It was reported that the customer had high blood glucose levels of 186 mg/dl. The customer reported a compromised force sensor system error from the insulin pump. The customer also reported that the piston of the insulin pump did not stop during priming. It was reported that the customer was unable to exit the preparing to prime loop on the insulin pump. Troubleshooting was done. The customer reported that the drive support cap of the insulin pump appeared to be sticking out. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.